Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR.

Event description:
Customer reported extension tubing rupture during CT contrast injection. Customer identified that the product model number was not pressure rated for power injectors. Date of event not provided. If product is returned for investigation, a f/u report will be sent.